Event description:
It was reported that when the doctor in the emergency intensive care unit intubated the patient, he found that the air bag was leaking after successful insertion. He immediately removed the tracheal tube and replaced it, and reintubated the patient. Due to product quality issues, the patient's pain increased, and the rescue time was delayed. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.